Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported low flow alarms, and a specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events on (B)(6) 2024. One low flow flag was captured at 07:35:15 when the pump flow reached 2.3 lpm, but it did not persist long enough to result in an alarm. No low flow hazard alarms were observed. Of note a majority of the file contained pi events, which would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented to clinic in ventricular fibrillation (v-fib). The patient underwent defibrillation in the intensive care unit (ICU) under conscious sedation. They were converted back to normal sinus rhythm after 1 shock. The patient had runs of ventricular tachycardia pre-left ventricular assist device (lvad) and was treated with amiodarone and then weaned off in (B)(6) 2024 in preparation for the transplant listing. The arrhythmia was thought to be therapy-related. An implantable cardioverter-defibrillator (ICD) was not implanted prior to the vad. The system controller indicated that the patient had at least 6 low flow alarms about 8 hours prior to arriving at the clinic. The patient's family member stated that the patient lost consciousness for about 2 minutes at the time of one of the low flow alarms. The site stated that none of the events were captured in the log file download. The only event that appeared on the log files was increased pulsatility index (pi) events. Following review of the submitted log files by tech services, it appeared there was 1 low flow flag on (B)(6) 2024, which did not persist long enough to trigger a low flow alarm. The reported low flow events were not seen in the log files because they were overwritten by new incoming data. The remainder of the log files was unremarkable and the mechanical circulatory support (mcs) equipment appeared to have operated as intended. The arrhythmias resolved and the low flows were thought to have been caused by the sustained v-fib. The low flows resolved on their own and the patient was discharged 5 days after the event. Their admission was prolonged for high international normalized ratios (inrs) and medication re-education.